Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain and reflex sympathetic dystrophy/causalgia-complex regional pain syndrome. It was reported that the patient had been dealing with allergies and had been working with her allergist and pain management health care provider. The patient had been taking steroids as well as four other medications to keep her from breaking out in really bad hives. The patient was to go in for a patch test on (B)(6) 2016. The issue occurred during use in (B)(6)2015. Additional information has been requested regarding diagnostics and outcome, but it was not available at the time of this report. If additional information is received, the event will be updated. Additional information received from the patient reported that she had been dealing with this allergy and they determined that she was not allergic to anything outside, at least not enough to cause these symptoms. She stated that she gets welted, red, burning, and itching including on her scalp and face when not taking the steroids. She noted that she hasn't changed anything such as laundry detergent. The incision was noted to get really bad and have the spots and welts. She stated that she doesn't know for sure if the device is suspected to be the cause, her doctor actually was the one that first brought up that it may be the device. The doctor told her that she wouldn't necessarily have had the allergy issues right away after implant if the device was the cause. The patient mentioned that she previously had an unrelated ankle fracture and her ankle was surgically repaired with titanium screws. The screws caused issues in the past and had to be removed, but she thought it was more due to her being thin and the screws protruding than an allergy to titanium. She stated that every time she goes off the steroids the allergy comes back worse and she wakes up miserable. She noted that she had to stop the steroids four times, and that she would have to stop again for the patch test. The patient was going to call her allergist on (B)(6) 2015 and tell them to call the manufacturer for the list of materials. It was noted that the device really helped the patient. Additional information received from the patient that she did not have results for the patch test as of (B)(6) 2016. The patient had to be put back on steroids which delayed things. She was wearing patches for a general metals patch test on (B)(6) 2016 and thought she had a reaction. It itched really badly and drove the patient crazy. It was noted that the patches were to be taken off on (B)(6) 2016 and the patient was sure the allergist would have some results then but she was not sure what. Additional information has been requested regarding diagnostics, actions/interventions, and outcome but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from the patient. It was reported that the allergy patch test showed that the patient was allergic to magnesium chloride, but the doctor didn't think that it was causing the patient's reaction. The doctor realized that the staff mis-scheduled and the test was invalid because the patient wasn't off steroids long enough. She was only off steroids for two days and not twenty one days. For the three to four months prior to (B)(6) 2016, the patient went through four rounds of two to three weeks of steroid use as well as two zrytec, two 150 milligram zantac, one singulair, and one atarax. It was noted that the patient had an appointment with a physician for more, continued follow-up allergy testing. If additional information is received, a follow-up report will be submitted.